Event description:
Customer's father called to report a hospitalization due to diabetic ketoacidosis. The current blood glucose reading is 160 mg/dl. Caller stated that the insulin pump did not detect non delivery of insulin. The blood glucose reading at the time of the event was over 300 mg/dl. Customer was admitted to ICU and treated with IV. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.